Event description:
It was reported that during attempted implant of the right ventricular (rv) lead, the lead could not pass through a 9 french sheath and the superior vena cava (svc) coil was noted to be coming apart. The rv lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The fully lead was returned, analyzed, and the defibrillator conductor was distorted. It was also noted that there was blood in/on the helix mechanism.